Event description:
The customer contacted global technical service (gts) regarding overfull, which occurred on the homechoice (hc) during use, during dwell 1 of 4. The home patient (hp) stated they only drained out 5ml in the initial drain and wanted to be sure that the something didn't happen in drain 1. The hp was still in a dwell cycle. The technical service representative (tsr) reviewed the initial drain alarm and it was set to 0ml. The hp explained they did a midday exchange of 2500ml, and that was still in her along with her first fill. The tsr immediately had the hp bypass to drain 1 to empty and the hp drained out 5660ml. Therefore, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The tsr recommended the hp call the peritoneal dialysis registered nurse (pdrn) regarding correcting the initial drain alarm setting before therapy was started tomorrow night. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The nurse stated that the patient had made her aware of this event. She stated that they have adjusted the initial drain alarm setting since then. She stated the patient also reported that the drain line was pinched in the door, resulting in a slow/no flow situation, causing the patient to only drain out 5ml before the machine moved to fill 1. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on reported drain volumes. The root cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of an iipv- adult.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.